Event description:
Patient reported "rupture" and "exchange to textured to smooth due to the patient concern of the product". Later healthcare professional reported "rupture" and "capsular contracture baker grade ii/iii". Later healthcare professional reported "gel bleed indicating micro rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "rupture" and "exchange to textured to smooth due to the patient concern of the product". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.